Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h2, h3, h6 complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. The root cause of the reported issue is attributed to use error as the impactor was used after a procedure to aid in disassembling another device. Visual examination of the returned product identified the tip is fractured. The instrument shows signs of use: strike plate dings & damage. Item and lot numbers are confirmed to match the complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product code: phx. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that receiving found the plastic tip broken in half. Sales rep reports that the fracture happened outside of surgery when the surgical tech used the device in an attempt to disassemble another device. No patient involvement, no adverse event. Attempts have been made and no further information has been provided.